Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the healthcare professional pulled the guidewire through the membrane and the guidewire fractured at the 28m, from the end of the guidewire. No other information has been provided, but requested. No patient injury was reported.